Event description:
Caller reported that pump screen went blank unexpectedly, and led was not blinking, indicating an unexpected reset. There was no adverse impact to customer's blood glucose level. Technical support explained that reset was due to a safety feature that ensures pump's performance, and advised caller on steps required after reset, including restarting cgm sessions and reloading the cartridge. Customer understood the instructions and successfully resumed insulin.